Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2013-03065, 1627487-2013-03067, and 1627487-2013-03068. The pt received 2 scs extensions on (B)(6) 2010, one of the scs extensions was replaced on (B)(6) 2012. It was undetermined which scs extension was replaced, so 3 scs extensions (different lot numbers) will be reported. It was reported the pt experienced her scs ipg flipping. Subsequently, the pt was scheduled for surgery to reposition and suture her scs ipg in place. F/u identified the surgery took place on (B)(6) 2012. Prior to the surgery, it was reported the pt was experiencing soreness at her mid back. Subsequently, during the surgery, the physician repositioned the scs extension header.